Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod on their arm between 36 and 48 hours. The patient reported that they go to an (B)(6) school and tended to sweat a lot, causing the pod to start to peel off. The patient stated they used skin-tac to help adhere the pod, but the cannula dislodged from their arm. As treatment, a new pod was applied.